Event description:
It was reported that customer experienced a cracked and nonfunctional pump touchscreen, with screen remaining black even though pump started when plugged. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.